Manufacturer narrative:
Root cause: alteration of staining in this case was due to off-label usage of the flex ihc microscopic slides. The problem was solved by replacing the slides with non-dako slides. Following the replacement of slides, the results have not shown any diagnostics problems. The slide are intended for mounting formalin-fixed, paraffin-embedded tissue sections used in immunohistochemistry with dako envision flex visualization systems. Customer used the slides off label. Agilent has verified that all released lots of flex ihc microscope slides performed according to their intended use. Failure mode description: per the instructions for use (IFU) of the dako flex ihc slides, the slides are compatible with dako instruments. Following the usage of flex ihc slides on a non-dako instrument, the resulting failure modes described could potentially occur weak staining, false negative staining, unreliable counterstaining, partial staining, and hydrophobicity issues. Potential slide malfunction is highly detectable by trained pathologists. Therefore, the likelihood of an erroneous staining result leading to serious injury is deemed as remote.

Event description:
Based on complaint report or investigated failure mode, there was a staining alteration. Customer complaint record reported the event as follows: "tissue lacked staining." This was due to off-label usage of the flex ihc slides. No direct or indirect patient harm or user harm have been reported.